Event description:
It was reported that during use, the pump shut off after the patient was defibrillated. On one occasion, the screen froze. The patient was transferred to another pump without any complications.